Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. During troubleshooting with tandem technical support, the pump was reset and the issue was resolved. Additionally, it was reported that the pump touch screen was unresponsive and the insulin gauge was inaccurate. Reportedly, customer reverted to insulin pens for insulin therapy. The customer's blood glucose was 344 mg/dl.